Event description:
The patient reportedly was hospitalized with a diagnosis of diabetic keto-acidosis and a blood glucose (bg) of 800 mg/dl. The patient was reportedly taken off the pump and placed on intravenous insulin and the patient's bg resolved. The patient stated that the cause for admission was scar tissue at the infusion site. The patient reported that when the site was removed, insulin came out of the site due to the insulin pooling under the skin. The patient confirmed that the cannula was not bent or kinked. The patient was reportedly discharged on the pump and his bg has been stable since the admission except for two low bgs due to increased activity. This report is made based on the allegation that the patient experienced diabetic keto-acidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
There was no pump data from the time of the event due to continued patient use of the pump. The available total daily dose history correctly reflects the user programmed basal rates. During testing, the pump emitted a loss of prime which prevented the pump from being able to complete testing of the alleged issue. A force sensor calibration test was completed and found that the force sensor was out of calibration. A force sensor resistance test found the circuit resistance was out of specifications. The pump was opened and contamination was observed in the force sensor assembly. Unrelated to the issue, the pump battery compartment was observed to be cracked along the side of the compartment.